Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital, upon device interrogation noise artifact was observed on the device. Patient is pacemaker dependent. Programming changes were made. Device is on battery advisory. Device was explanted and a new device was implanted. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Information states patient was presented to the hospital with heart failure.